Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that discovered the issue replaced the batteries to resolve the issue, and performed preventive maintenance, all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a service/test by a getinge field service engineer (fse), found that the cs300 intra-aortic balloon pump (iabp) had a battery run time failure at 125 minutes. No patient was involved during this event. No adverse event was reported.